Event description:
It was reported that the monopolar curved scissors instrument tips did not meet during reprocessing. No fragments fell into the patient, no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis placed the instrument on an in-house system for a cut test and the instrument did not cut cleanly through .006 latex. The latex snagged at the instrument tips. The blade edges did not display any damage but did display normal wear. Failure analysis also observed that the distal end of the main tube had various scratch marks with light material removal. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.